Manufacturer narrative:
Technician found communication cable was not properly connected to receptacle. Reconnected communication cable and checked functions to resolve this issue.

Event description:
Complainant alleged that patient can place nurse call, with response not heard in expected location.